Manufacturer narrative:
Additional information: (B)(6), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the screw broke. The symptoms of the screw fracturing were lots of grinding in the patient's lower back. It was reported that, it was very painful to the point the patient couldn¿t sleep or do much daily activity. Lower back pain and shooting pain in patients hips was also reported. This pain went on for about two to three months before the doctor ordered an x-ray and found the fractured screw on (B)(6) 2017. The patient underwent revision surgery due to broken pedicle lumbar screw.